Manufacturer narrative:
2 pen needles impacted from lot # 2097022. See section c for additional information.

Event description:
Pharmacy called to report that a customer purchased material code 329489, lot number 2097022, and while using it at home noticed that 2 needles were clogged and the liquid didn't come out, so the customer contacted the pharmacy to return them, and repurchased new needles that worked fine. Samples can be mailed and customer response needed by email. Sample availability: yes. Sample availability details: physical sample available only.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.